Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the patient line's connector during fill 1 of pd treatment. The leak began during fill 1 of treatment. The source of the leak is a hole on the set's patient line tubing. There was no fluid leak observed within the cycler. The patient indicated they would resetup supplies to complete their treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was treated with prophylactic ciprofloxacin 250mg twice a day for 5 days via intraperitoneal administration. The reported cycler set's availability status for return is unknown. Multiple attempts were made to contact the patient to determine the availability of the sample for physical evaluation by the manufacturer.